Manufacturer narrative:
All available information was investigated and the reported inability to open the clip during use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to open the clip appears to be related to the observed twisted and subsequent broken l-lock tabs. However, a cause for the how the l-lock tabs got damaged cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a break it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. While checking for perpendicularity it was noted that the clip would not open. Troubleshooting was performed but was unsuccessful. Subsequently, the clip was safely removed from the patient and exchanged. Two clips were implanted and the procedure was concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. The returned device analysis stated the collet and l-lock tabs were broken. No additional information was provided.